Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 at 8:30 a.m. The patient had a meter result of 21% quick while at 8:45 a.m. The lab result was 31% quick. The patient's therapeutic range was 20% quick - 25% quick. The patient's interval of testing is every 4-5 weeks.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient used the incorrect version of the coaguchek test strips on the coaguchek inrange device. The patient was advised of the correct version of coaguchek test strips to be used with the coaguchek inrange meter. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 3.3 inr): qc 1: 3.0 inr; qc 2: 2.9 inr; qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.